Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Additional information stated the patient's revision surgery was cancelled and the patient had a loss of stimulation sensation. It was also reported the cause of the event was the patient's implantable neurostimulator was only communicating with the c56 lead. It was reported normal impedances were measured and reprogramming was attempted. The patient's revision and replacement surgery was reportedly rescheduled for (B)(6) 2013. It was also reported the patient did not require hospitalization and had no injury.

Event description:
Additional information received reported x-rays were taken and it was verified the patient's right lead had migrated. Reprogramming was performed. Additional information received 2 days later reported reprogramming did not resolve the problem. The patient was scheduled to undergo a lead revision on (B)(6) 2013. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation and saw the 'call your doctor' icon on the patient programmer. The patient met with a company representative on (B)(6) 2012 and at that time the patient's battery was 25% charged. A battery discharge was suspected. Later that day it was reported that the implantable neurostimulator (ins) was on but the patient could not feel stimulation. The amplitude was turned up to the 7 volts and the patient felt a slight 'flutter.' It was stated that the patient was reprogrammed earlier that week. It was stated that the patient was feeling stimulation then went into discharge. No falls were reported. It was stated that the patient charged the device two days previous and had not felt stimulation since. Later that same day it was reported that there was a 'return to clinician settings' on the programmer. It was reported that the patient was attempting to turn the ins on after a discharge but was unable to do so. The patient kept seeing the 'return to clinician setting' on the programmer screen. It was then stated that the ins was on, but the patient was not feeling stimulation. The voltage was increased to 8, and the patient started to feel a slight tingle. It was noted that the patient usually feels stimulation at 1.6 volts. Two weeks later it was reported that x-rays were going to be performed but the date and outcome were unknown. There was no malfunction or cause of issue determined. The patient was not receiving therapeutic benefit. No further information was received. If more information becomes available, a follow up report will be sent.